Event description:
It was reported, the pt had foot surgery in (B)(6) 2010. The battery was charged to half on (B)(6) 2010, and she saw a por message on (B)(6) 2010. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).